Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. A red alert of high shock impedance was detected on (B)(6) 2013. Upon review of measurements, all shock impedances since implant are >200 ohms. Device setting show that the lead is programmed triad. This programming would result in >200 ohms impedance with this type of lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).